Event description:
It was reported that during a coronary drug eluting stetning treatment procedure, stent damage occurred. The lesion being treated was a moderately calcified, 90% stenotic lesion in a moderately tortuous left anterior descending artery (lad). The lesion was predilated with a 2.5 x 15 mm voyager balloon. After predilation the physician attempted to reach the lesion with a taxus express2 8.8% 3.0 x 12 mm stent, however, was unable to cross the lesion. After the removal of the taxus stent from the pt's body the physician noticed that the struts were bent upwards. No pt injuries or complications were reported. The lesion was dilated again with a 2.5 x 15 mm voyager balloon and a taxus express2 8.8% 2.75 x 12 mm stent was successfully deployed. Pt status is reported as "satisfactory/good."